Manufacturer narrative:
B5: the bag also contained sodium chloride. H4: the lot was manufactured between september 07, 2023 to september 10, 2023. H11: the device was received for evaluation along with a photograph. Visual inspection was performed on both the photograph and sample which identified a leak inside the outer sealed package; no caps were missing. Functional leak testing was performed on the sample and no leak was identified; however, upon inspection of the administration spike port bonding area, dried matter was found. The matter likely coalesced and sealed a potential leak area in the spike port bonding area which in the course of leaking, has likely plugged a microscopic leak in the spike port bonding area. The reported leak condition was verified. The cause of the leak could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking. It was observed that the plug was missing, and solution leaked and was contained within sealed overpouch. The bag contained glucose / potassium chloride. This was noticed prior to use. There was no patient involvement. No additional information is available.